Event description:
A non-healthcare professional reported a patient with suction lost had occurred in the right eye during flap shooting and it has been uncut area in the flap.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A system manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. The system found to meet all cosmetic and performance standards per the service test procedure (stp). The system found to meet all cosmetic and performance standards per the service test procedure (stp). The manufacturer internal reference number is: (B)(4).